Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, a 20 mm sapien 3 ultra resilia valve was transfemorally deployed in the aortic annulus. On postoperative day (pod) two (2), the patient visited a hematology department due to thrombocytopenia and elevated indirect bilirubin (I-bil). After valve placement, mild moderate paravalvular leak (pvl) occurred. After examination, a diagnosis was made of mechanical hemolysis caused by valve replacement. The patient gradually improved with blood transfusions, etc., and was discharged with outpatient follow-up. If blood transfusions continue, post-bav may also be considered.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for post implant paravalvular leak was unable to be confirmed as no imagery or medical record was provided. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU revealed no inadequacies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''a 20 mm sapien 3 ultra resilia valve was transfemorally deployed in the aortic annulus. After valve placement, mild moderate paravalvular leak (pvl) occurred. Patients undergo regular outpatient visits and blood tests, and depending on their condition, blood transfusions are considered. If blood transfusions continue, post-bav may also be considered''. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information provided, a definite root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.